Event description:
A customer contacted beckman coulter inc. (Bec) regarding an erroneously elevated bhcg result above the normal reference range of the assay for one patient. Repeat testing of the patient sample on this instrument and a different instrument produced lower results, one repeat result was still elevated above the normal reference range and one repeat result was within the normal reference range. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected with this event.

Manufacturer narrative:
Sample was collected in a 13x75mm plasma separator tube and centrifuged for 4 minutes at an unspecified speed. A field service engineer (fse) went on-site (B)(4) 2011 and reviewed the customer's qc performance and determined that qc was performing with the customer's established limits. Fse performed a passing high sensitivity system check and other passing service assays to verify instrument hardware is operating within specifications and did not perform any repairs. Per customer, they believed the sample was a short draw and may have contained some fibrin. The root cause for this event may be attributed to poor sample handling. MDR # 2122870-2011-05428 has been submitted to document the results generated by a different instrument in this customer's laboratory.